Manufacturer narrative:
Correction to g2 to add the foreign country netherlands. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the glasses glue on the light guide lens and the charged coupled device cover was porous, the distal end cap had impact points, the distal end cap had deposits, the bending section rubber was was porous, the air/water cylinder and suction cylinder had deposits, and impact points were noted on the plug unit. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "before using this instrument for the first time, reprocess it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.

Event description:
As reported, the endoscope tested positive for bacteria. The reported issue found during receipt inspection. There is no patient involvement on this reported event.

Manufacturer narrative:
The customer cultured test positive for bacteria three times : below are the results of the culture test. Culture 26-10: stenotrophomonas maltophilia = >100cfu in working channel gram positive rods: 12 cfu in working channel bacillus cereus: 1 cfu in working channel culture 3-11: gram positive rods 10 cfu in working channel candida papapsilosis 2 cfu in working channel micromonospora 5 cfu/channel culture 10-11 many species >150 in working channel the subject device was a new loaner which has not been used on a patient. Cds checklist are listed below: manual cleaning- olympus bw-412t aer treatment- medivator advantage rapicide 1/a - detergent solution rapicide pa 2/b- disinfectant. Cleaning brush for forceps elevator vicinity- maj-1888 olympus hamburg subsidiary for hmi (hygiene microbiological investigation) examination revealed all test results passed in accordance with ¿rki-bfarm- guideline. No detection of e.coli/other enterobacteria ,enterococci, p. Aeroginosa/ other non fermenting bacteria or other hygiene relevant bacteria like s. Aureus/coagulase negative staphylococcus. No detection of greening streptococci. Investigation is ongoing. This report will be supplemented accordingly following investigation.